Event description:
Complaint reportable based on the device analysis approved in 2009. It was reported that during a percutaneous transluminal angioplasty, the guide wire did not cross the lesion. The 99% stenosed lesion was located in a hemodialysis shunt of the severely tortuous and non-calcified left subclavian vein. The physician attempted to use the trancsend 135cm guide wire to cross the lesion, but was unsuccessful. However, the procedure was successfully completed with another of the same device. No post-procedure complications were noted and the patient status was reported as "good". Device analysis revealed flaking and lifting of the wire coating. Small pieces of the coating are missing, however, it is not certain if any of these pieces were dislodged inside the patient.

Manufacturer narrative:
Microscopic examination revealed that the ptfe guide wire coating was abraded/scratched along a 20cm section located at 64cm from the proximal end. Lifting/flaking of the ptfe coating can be observed in the last 4cm of this 20 cm section. The ptfe adhesion test was performed adjacent to the area where the flaking was observed. The unit failed the adhesion test. The flaking may have caused the difficulties encountered during procedure. The device history review did not indicate any anomalies that could have contributed or affect the functionality of the device. The most probable root cause is manufacturing-related as the flaking coating was most likely caused by ptfe adhesion problems related to ptfe dipping systems. A CAPA has been initiated to address this issue.